Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 5076-52, implanted: (B)(6) 2014; product ID: unk-comp-lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was reported that the patient presented to the emergency with cardiac arrest and pulseless electrical activity. It was noted that after the administration of medication, cardiopulmonary resuscitation and mechanical ventilation the patient died. The patient was a participant of the (B)(6).